Event description:
The patient was a (B)(6) male. The target lesion was the mid rca, which was a cto lesion. Unknown if the lesion was a de novo, but was heavily calcified and moderately tortuous. There was 100% stenosis. The target lesion was crossed with 2 guidewires (wizard, miracle3). A balloon (lacrosse 1.3/10mm) was delivered to the target lesion by using a finecross for pre-dilation, but it could not cross the target lesion due to the severe calcification, and so pre-dilation was conducted with 2 balloons (lacrosse laoh 1.3/10mm and then hiryu 2.5/10mm). After ivus was delivered by 5-in-8 technique and conducted, cypher select+ (2.5/28mm) was delivered to the target lesion via 5-in-8 technique. After positioning the cypher select+ in the target lesion, when pressure was applied, pressure would not increase as expected. The physician confirmed that the balloon ruptured due to the severe calcification. Location of the rupture was unknown. Because the stent was already deployed at the target lesion, post-dilation was conducted with the balloon (hiryu) used for pre-dilation. A cypher select+ (3.5/33mm) was implanted at the prox rca, and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant medical products: guidewire: wizard, miracle3, runthrough; guide catheter: mach1 8f jl3.5sh; balloon catheter: lacrosse 1.3/10mm, lacrosse laoh 1.3/10mm, hiryu 2.5/10mm. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not returned for evaluation; therefore, no extensive analysis could be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information available for review, there are possible vessel characteristics, specifically the heavy calcification and tortuosity that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.